Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5,b6,d1,d9,g1,h4,h6,h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate patients were found on the device. A technical support specialist created a workbook with over 2000 entries based on encounter and admission dates with null end dates. The workbook was saved on the d drive, and a copy was placed in the electronic protected health information directory. The site adt team addressed the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, duplicate patients were encountered. The customer stated that this malfunction created a confusion among the users on which profile to pull medications from and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the pyxis medstation es system, a report was received regarding duplicate patient entries at the pyxis station. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.